Manufacturer narrative:
One random opened/used enlite sensor was inspected and perform continuity resistance, sensor passed per specifications and perform bicarbonate buffer test, sensor failed with low readings.

Event description:
The customer reported via phone call that they had sensor reading discrepancies and the threshold suspend alarm was triggered. The customer stated that the sensor was reading below 50 but blood glucose value was 102 mg/dl at the time of the incident. Troubleshooting was performed. The customer was advised about the proper insertion and calibration techniques. The customer was instructed to remove and replace the sensor. The sensor was returned for analysis.